Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (2000 mcg/ml, 448.6 mcg/day), clonidine (1000 mcg/ml, 224.3 mcg/day) and bupivacaine (20 mg/ml, 4.486 mg/day) via an implantable infusion pump for the treatment of non-malignant pain and degenerative disc disease. It was reported that the patient was in emergency room on (B)(6) 2018 . The patient was unable to use his personal therapy manager (ptm) on the night of (B)(6) 2018 and heard the alarm. The pump report showed that motor stall occurred on (B)(6) 2018 at 9:01. The patient would be supplemented with pain medication to prevent withdrawal and a pump replacement would be scheduled as soon as possible. There was no environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved and patient status was alive with no injury at the time of the report. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the rep would call back tomorrow to get the code to program pump off. The rep mentioned that patient was taking something that was giving him pain relief so they were unsure if the pump would be replaced. No further complications were reported. On (B)(6)2018, it was reported that the rep had sent the pump off form and she needed the code to shut off the pump today. No further complications were reported.